Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (16 mg/ml at 6.329 mg/day) and hydromorphone (16 mg/ml at 6.329 mg/day) via implantable pump for non-malignant pain. It was reported that the patient's pump had been empty since (B)(6) 2021 and the patient experienced withdrawal symptoms. The healthcare provider (hcp) provided oral meds and filled the pump today. The hcp was going to bring the patient back next week to check the therapy and volume. Additional information was received from the patient on (B)(6) 2021 who provided the details regarding the events that led to her pump going empty. Per the patient, after her last refill visit on (B)(6) 2020 she became very ill. She never vomited, but she vomited what looked like blood. She hadn¿t eaten yet. She had coffee and that¿s what came up first. She reported that she went to the hospital 5 times. Once was an ER visit on (B)(6) 2020. On (B)(6) 2020 she was admitted for violent bouts of diarrhea and vomiting blood which was after 3 other visits. She was released on (B)(6) 2020. She was admitted again (B)(6) 2021. Every time it was for the same reason. Per the patient, it was severe withdrawal. The nurse at the physician¿s office was contacted because while in the hospital the pump was due to be refilled. A home infusion company came and ¿the syringe was about the size of a covid vaccine¿. Per the patient, the nurse she contacted at the physician¿s office was well aware that she was in the hospital. There were no further appointments made nor did the office call her. She stated that she was still very sick, and she tried to see the physician; however, they canceled that appointment. She called the office and the appointment was then for (B)(6) 2021 and then again on (B)(6) 2021. When she saw them on (B)(6) 2021 the nurse remarked ¿your pump is bone dry¿. When she saw her again on (B)(6) 2021, the pump was filled. The same day, the office called her to come in again because she could overdose, and they lowered it by 40% and gave her percocet (10-325/4xday). On (B)(6) 2021 they raised it to 3.911 which was the lowest the pump had ever been set.